Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring multiple presses to wake the device each day, and the user noted possible prior moisture exposure; a video demonstrating the issue was obtained, and blood glucose was not affected, consistent with a device problem of an unresponsive key/button and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake control, consistent with an unresponsive button and implicating the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.